Event description:
Champion study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete seal and deployed device diameter of 24.1 mm. The patient was discharged post procedure on a medical regiment of 81mg aspirin and 20mg rivaroxaban. 87 days post procedure the patient had a transesophageal echocardiogram imaging procedure. The imaging showed that there was a 1.5x0.8cm device related thrombus present. The patient was only on 81mg of aspirin at the time. The physician put the patient back on 20mg of rivaroxaban in response to this event. There were no other consequences that were reported to have occurred.